Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of e103 error and indicator blinking was confirmed. Based on the results of the investigation, it is presumed that lamp lightning failure occurred due to power supply unit failure and, resulted in error e103 and spare lamp indicator blinks. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). Private limited (documented here in its entirety, due to character limitations in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had e103 error. And indicator was blinking. The issue occurred, during maintenance. There were no reports of patient harm.